Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.

Event description:
It was reported that the insulin pump alarmed an error. It was stated that the customer changes the reservoirs every six days. Advised to use the reservoir in a proper way. No further information was provided.